Event description:
It was reported that the customer's insulin pump had a frozen display, unresponsive buttons, and the time clock was not advancing. Instructed the caller to remove the battery for two hours and to insert a new battery, but the anomaly continued. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for frozen screen or time clock anomaly due to blank display. The insulin pump was received with scratched lcd window, cracked display window corners and cracked reservoir tube lip.